Event description:
Resident sitting in wheelchair with wheelchair pillow. Resident pulled pillow out.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: other. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: invalid data. Conclusion: device was out of spec but this does not relate to event, none or unknown, none or unknown. Certainty of device as cause of or contributor to event: no. Corrective actions: other. The device was not destroyed/disposed of.